Event description:
It was reported that the customer had received an alarm telling her that her settings were cleared. Customer was trying to change out her set and she received an alarm. Customer's blood glucose level was 107 mg/dl. Customer stated that the alarm was cleared. Customer was assisted with reprogramming the pump. Customer stated that the alarm occurred once but they also received a motor error alarm during the rewind. Customer has a dark circle at the top of the pump and a motor position encoder error alarm. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer declined to return the out of warranty pump at this time. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.